Event description:
It was reported that a previous episode of noise was observed for this implantable cardioverter defibrillator (ICD). The noise was being oversensed as atrial arrhythmia and ventricular arrhythmia episodes were stored during this collection period. This occurred during a medical procedure this patient underwent. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.